Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the patient end was too short and it was difficult to operate the pen with the needle. There was no report of patient impact. The following information was provided by the initial reporter: consumer stated, she has to push really hard to get the patient end to penetrate the injection site stated, 4mm pen needles are too short

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-nov-2022. H6: investigation summary: customer returned a total of 198 unused 4mm, 32 gauge nano pro pen needles from lot 2005377 no teardrop labels were returned for lot identification. 30 of the returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured, the results of which are featured below: 1. 0.0093 in 2. 0.0093 in 3. 0.0092 in 4. 0.0093 in 5. 0.0093 in 6. 0.0091 in 7. 0.0094 in 8. 0.0094 in 9. 0.0092 in 10. 0.0092 in 11. 0.0094 in 12. 0.0093 in 13. 0.0092 in 14. 0.0093 in 15. 0.0093 in 16. 0.0092 in 17. 0.0093 in 18. 0.0092 in 19. 0.0091 in 20. 0.0093 in 21. 0.0092 in 22. 0.0093 in 23. 0.0094 in 24. 0.0092 in 25. 0.0093 in 26. 0.0093 in 27. 0.0092 in 28. 0.0093 in 29. 0.0093 in 30. 0.0094 in. All of the needles were measured within acceptable outer diameters for 32 gauge needles (0.0090 in to 0.0095 in). The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. Lastly, flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. No damage to the needles of any kind was observed and all functioned as intended. The needles were within specifications and did not feature any dullness or burrs that could result in patient harm. It was noted that the cannulas were the intended length for this pen needle design. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of incorrect dimensions. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the patient end was too short and it was difficult to operate the pen with the needle. There was no report of patient impact. The following information was provided by the initial reporter: consumer stated, she has to push really hard to get the patient end to penetrate the injection site stated, 4mm pen needles are too short.